Event description:
It was reported that during patient use the ventilator was displaying a drive pressure transducer fault alarm. The ventilator continued to ventilate the patient. There was no patient harm and the patient was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.